Event description:
Four staples were placed to the patient's scalp six days later. Patient returned to urgent care clinic for staple removal. Attempt was made by rn to remove the staples with a staple remover and this was unsuccessful. Let (lidocaine-epinephrine-tetracaine) gel applied and waited approximately 20 minutes with attempt for staple removal by physician. Unable to have any staples removed. Patient was referred to the main hospital ed and successful removal took place there. The ed used a staple remover made by a different manufacturer. Patient was discharged. We have contacted the manufacturer. There have been issues with this particular staple remover including a similar event approximately 2 months ago.